Event description:
Device returned for analysis with report of "at last 2 refills 18cc removed from pump. Pump was not alarming . Pt had return of spasticity." Catheter aspirated and found to have no problems. Pump replaced. Hcp has not received any reports of problems with the replacement device to date.